Event description:
The device was used during a tah procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The procedure has reported no patient injury occurred.